Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed was due to faulty charged coupled device (ccd). As to the cause of the faulty ccd, it is estimated that it became defective because it was repaired by a third party vendor. As to a third-party repair, it is likely the reported phenomena might be prevented by following these descriptions. "This camera head does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿¿¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.' Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and inspected. The olympus repair department was unable to confirm the reported event. However, the following defects were identified: a blurry image, switch number 2 not working, faulty charge-coupled device, a 3rd party cable, damage coupler, and a faded outer cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus representative reported the camera head would not present an image. There was no report of patient injury as a result of the event.